Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received it will be provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation, failed retrieval attempt, embedment of the ivc filter in the caval wall, and thrombus within the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Additional information was received from the patient profile form that the patient profile form (ppf) indicated that the patient there was perforation of the filter struts outside of the inferior vena cava (ivc). An unsuccessful attempt was made to remove the filter approximately 2 months after filter placement. It was discovered that the filter could not be retrieved because it was embedded in the ivc wall. Additionally, there was thrombus identified within the filter basket and the filter had perforated through the ivc wall. The filter remains implanted and the patient continues to suffer from ongoing and daily anxiety and worry due to the fact that his filter is stuck in his ivc and cannot be retrieved, and may further malfunction one day, causing additional physical harm. Medical records received state the indication for filter placement was deep vein thrombosis (dvt) with pulmonary embolism. The patient had spinal fusion, lumbar fusion, surgery and required extensive re-operation which required a prolonged period of no anticoagulation therefore was scheduled for temporary filter placement. The filter was deployed in good position and the patient tolerated the procedure well.

Manufacturer narrative:
Additional information was received that it was also noted that the struts of the ivc filter perforated outside the ivc wall. The decision was made to leave the filter in place, as a safer alternative to retrieval attempt. The patient continues to suffer from swelling and cramps in his left leg. The only way for him to avoid swelling in his legs is to lay down with his feet elevated. He wears compression socks and will be on life-time anticoagulation. He is currently on coumadin. The patient also continues to suffer from daily mental anguish, anxiety, and fear since the filter is still stuck in his ivc and cannot be retrieved, and may further malfunction one day, causing additional injuries and physical harm. Patient code is perforation (2001). Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the patient underwent placement of the optease inferior vena cava (ivc) filter. Medical records received state the indication for filter placement was deep vein thrombosis (dvt) with pulmonary embolism. The patient had spinal fusion, lumbar fusion, surgery and required extensive re-operation which required a prolonged period of no anticoagulation therefore was scheduled for temporary filter placement. The filter was deployed in good position and the patient tolerated the procedure well. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation, failed retrieval attempt, embedment of the ivc filter in the caval wall, and thrombus within the filter. Per the patient profile form (ppf), the patient reported perforation of the filter struts outside of the inferior vena cava (ivc). An unsuccessful attempt was made to remove the filter approximately 2 months after filter placement. It was discovered that the filter could not be retrieved because it was embedded in the ivc wall. Additionally, there was thrombus identified within the filter basket and the filter had perforated through the ivc wall. The filter remains implanted and the patient continues to suffer from ongoing and daily anxiety and worry. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots and thrombosis within the filter do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The indication for the filter placement was for deep vein thrombosis with pulmonary embolism (pe). In addition, the patient required spinal and lumbar fusion surgery with extensive re-operations planned. It was noted that the patient would require a prolonged period without anticoagulation therapy. The filter was implanted via the right common femoral vein and placed in a good position. The patient is reported to have tolerated the procedure well. Approximately two months after the implantation, the patient underwent an unsuccessful percutaneous attempt to retrieve the filter. It was noted at this time that the filter could not be retrieved because it was embedded in the wall of the ivc. Additionally, there was thrombus identified within the filter basket and the filter had perforated through the ivc wall. Additional information received, indicated that the patient also experienced swelling and cramps of the left leg. The patient further reported having experienced anxiety, mental anguish, fear and worry associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported retrieval difficulty and ivc perforation events could not be confirmed and the exact cause could not be determined. The reported details indicate that retrieval was attempted approximately two months after implantation. Retrieval of the optease retrievable vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Thrombosis and/or occlusion within the device and swelling of the legs do not represent a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing comorbidities, pharmacological and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation, failed retrieval attempt, embedment of the ivc filter in the caval wall, and thrombus within the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombosis within the device does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. The legal briefing mentioned a perforation of the ivc wall. Without procedural films available for review, the reported perforation could not be confirmed. With the information available it is not possible to draw a clinical conclusion to the reported event, and the exact cause could not be determined. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. The implantation date of the filter and the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.